Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular tachycardia and ventricular fibrillation episodes were diagnosed due to t-wave oversensing. Reprogramming was planned on the next visit and the patient will be monitored.